Manufacturer narrative:
D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that station was in disconnected mode. A technical support specialist (tss) rebooted the server and fixed the issue with e drive bloated. As per check, all communication between servers and devices was currently back to normal. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server station was on disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.